Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned in good condition. Visual and functional testing were performed. The testing could not duplicate the customer reported problem, however found was a defective dso sensor. The root cause of the issue was a defective dso sensor. The dso sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device indicated revision. A defective dso (downstream occlusion) sensor found in investigation results. It is unknown if there was patient involvement.